Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 25mm navitor valve was implanted in a patient with final depth of 4mm. The sizing of the annular dimensions of the native valve was aortic annulus min ø: 18,5 mm, max ø: 24,5 mm, average ø: 21,5 mm, perimeter: 67,9 mm, area: 351,2 mm2. There was calcium in the 3 leaflets, mostly in de ncc. Post implant, a central leak was noted through right leaflet.which was severe, 5 mins and 15 mins after the deployment of the first valve. A valve in valve procedure was performed with a new 25mm navitor valve. The patient is stable.

Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was implanted in a patient with final depth of 4mm. There was a pre-dilatation performed with a balloon aortic valvuloplasty (bav).there was calcium in the 3 leaflets, mostly in de ncc. A central leak was noted through right leaflet after post implanted. A post-implant balloon aortic valvuloplasty (bav) performed. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.